Manufacturer narrative:
An investigation of damaged ostase qc vials was conducted at beckman coulter (B)(4). The investigation determined the glass vials are not compatible to freezing at -70 degrees celcius. A 100% inspection is conducted when the vial labeling process is performed.

Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc (bci), stating that an ostase qc vial was damaged causing the contents to leak within the qc kit box. There was no report of affect to patients or end users in connection with this event.